Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting of low results with the adc device, which were lower than the customer felt. A blood glucose test result of 4.7 mmol/l on the built-in meter was reported, with the customer feeling unwell and losing consciousness. An ambulance was called to home and the customer was provided unspecified medical treatment by emergency services. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received reporting of low results with the adc device, which were lower than the customer felt. A blood glucose test result of 4.7 mmol/l on the built-in meter was reported, with the customer feeling unwell and losing consciousness. An ambulance was called to home and the customer was provided unspecified medical treatment by emergency services. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid lot or serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the precision strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and the libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.